Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was discarded and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Additional information was requested regarding the cause of the patient's death, but the request was denied. (B)(4).

Event description:
Following placement of the viperwire guide wire and the diamondback coronary orbital atherectomy device (oad), severe wire bias was observed. Two treatments on high speed with the oad were successfully performed in the ostial circumflex artery, which was 85% stenotic. Following one treatment thereafter on high speed, a perforation occurred. The perforation was contained with extended angioplasty balloon inflations. The patient coded twice during the procedure, but was sent to the intensive care unit following resolution of the perforation and impella placement. The patient expired in the night.